Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. Noise was observed via the egms. The lead was partially capped. Defib remains active.

Manufacturer narrative:
Na